Event description:
It was reported that the patient received a patient notifier alert for high, out of range, high voltage lead impedance. The lead was explanted and replaced. The patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.